Event description:
Patient received chemotherapy at cancer center on [date redacted], which involved being connected to a fluorouracil ambulatory infusion given via elastomeric c-series homepump. On day patient returned to clinic for pump disconnect [date redacted], it was noted that pump appeared full and that little or no chemotherapy had been administered. Pump was disconnected from patient and brought back into hazardous compounding area and inspected by our pharmacy technicians and found to be not free flowing when unclamped and technicians were unable to draw fluid out of pump with a syringe suggesting possible error with spiros closed system device. Spiros device was not saved. Packaging and product information taken from stock supply and is not the product packaging from this patient.